Manufacturer narrative:
One (1) 139104ext 1" ultraclean blade with extended insulation and one (1) 130309a goldline pencil were returned to conmed for evaluation of "pencil caught fire." The standard 1" blade (not returned) was replaced with the 1" ultraclean blade with extended insulation. Visual observation revealed that the devices appeared to have been cleaned prior to their return, as there was no blood or surgical tissue observed on either device. Further visual examination did not detect any evidence of warpage, burn or discoloration on the handpiece. This component did exhibit some eschar on the blade, distortion and oxidation on the extended blue fep shrink tube insulation. The handpiece and ultraclean electrode were functionally tested together by attaching the pencil to an electrosurgical unit and applying energy to a steel return plate. No peripheral electrical discharge was observed anywhere but the 0.21" of exposed blade. No breaches in insulation were detected. The complaint of fire as related to the electrode is confirmed however no manufacturing defects were identified. The cause of this reported issue is most likely user related. This type of failure may be associated with eschar accumulation contributing to the overheating and flammable fuel at the electrode tip. This device was manufactured 4-may-2016. A review of the manufacturing documents from the DHR/lhr have been reviewed with special attention to the manufacturing and inspection of this product. The products released for distribution were found to have met all specifications prior to shipment. Of the lot containing (B)(4) units, only this one (1) complaint has been received for this product lot and event description. A 2-year review of device family history has revealed 3 complaints for evaluation of "fire." During this same 2-year time period over (B)(4) units were sold worldwide making the failure rate for this occurrence (B)(4) percent. To date there have been no long term adverse effects from any of the reported incidents. The failure mode is addressed in the risk documents. Based on the low incidence of fire and even lower occurrence of patient injury, the risk of fire posed by the use of electrosurgery is outweighed by the clinical benefits. This complaint issue will continue to be monitored through the complaint system. The conmed 1" ultraclean blade with extended insulation is a single patient use device that enables the operator to remotely conduct an electrosurgical current from an electrosurgical handpiece through the electrode to the operative site for the desired surgical effect. The instructions for use (IFU) provides the following precautions and warnings: -"these devices should be inspected before and after each use. Visually examine the devices for obvious physical damage including: cracked, broken or otherwise distorted plastic parts. Damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration." -"verify that the electrode is fully and securely seated in the handpiece before use. Improper electrode installation may result in injury to the patient or operating room personnel by arcing at the pencil/electrode connection." -"in the presence of flammable gases flammable prep solutions or drapes, oxidizing gases such as nitrous oxide (n2o) or in oxygen-enriched environments."

Event description:
As reported by the user facility, during an excision neck mass, left on (B)(6) 2017, "pencil caught fire and surgeon was able to put out the flame." Follow up with the user facility revealed that as the surgeon had been using the pencil to dissect tissue to the cyst site for approximately 15 minutes, the cautery tip ignited. The surgeon withdrew the pencil from the operative site and it was witnessed that the tip had a flame which the surgeon was able to put out. It was reported that there was no tissue or eschar on the bovie tip at the time of the incident. A covidien valleylab ft10 electrosurgical generator set at 30 coagulation, 30 cut and 30 bipolar was in use at the time of the incident. There was no surgical delay reported, nor patient or end user injury and the patient was discharged to home. This report is being filed based on the potential for injury with recurrence.